Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly or frozen screens noted. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up arrow button ramped up to the max number when the customer attempted to input their carbohydrates. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.